Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and leak tested. No anomalies were found with the cuff. The balloon underwent visual inspection, functional testing, and leak testing. No anomalies were found with the balloon. The pump was visually inspected, functionally and leak tested, with no anomalies found. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the reported clinical observation of cuff mechanical issue and cuff size incorrect for patient were not confirmed. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). Correction to field h6: device codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was not functioning, and the physician suspected that the cuff was not properly tightened around the urethra. As a result, the device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was not functioning, and the physician suspected that the cuff was not properly tightened around the urethra. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).